Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal insulation was abraded from 21.1 cm to 21.5 cm from the helix end as a result of physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that the atrial lead exhibited over sensing. The lead was explanted and replaced.